Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported the implant was larger than expected and did not match the pre op scan. The surgeon modified the implant to fit. There were no adverse events reported.

Event description:
It was reported the implant was larger than expected and did not match the pre op scan. The surgeon modified the implant to fit. There were no adverse events reported.

Manufacturer narrative:
A complaint analysis was performed by stryker¿s custom design team. The implant was correctly designed and the implant was created with the requested features to fit the patient's defect. The patient scan was taken on (B)(6) 2023 and the implant was designed on (B)(6) 2023. The implant was delivered on (B)(6) 2023. The manufacturing analysis showed no deviations. However, it was noted on page 3 of the design proposal that there were calcification and free-floating bone fragments present in the temporal area as well as superiorly of the defect. It was recommended that these fragments and calcifications be removed before device implantation to assure an optimal fit. The surgeon may have been not aware that the design had a pterional plus feature. Thus, the implant was not designed to the defect rim in the temporal region. In conclusion, the peek was designed according and manufactured according to specification. H3 other text : implanted.